Manufacturer narrative:
The device has been received for analysis however, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with a polypectomy performed on (B)(6), 2010. According to the complainant, during the procedure, when they advanced the clip from the sheath, the clip fell off into the patient's colon. The clip was left to pass naturally. The case was completed with another resolution clip device. There was no bleeding at the site post polypectomy. The clip was being placed as a prophylactic measure. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with a polypectomy performed on (B)(6), 2010. According to the complainant, during the procedure, when they advanced the clip from the sheath, the clip fell off into the patient's colon. The clip was left to pass naturally. The case was completed with another resolution clip device. There was no bleeding at the site post polypectomy. The clip was being placed as a prophylactic measure. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and the clip assembly was not returned with the device. The yoke was still attached to the control wire. Functionally, the yoke was actuated and deployed as per design. The most probable root cause has been determined to be operational context as evident by the device being half deployed, the yoke still being attached to the control wire and the clip assembly being separated.